Event description:
It was reported that the patient was explanted upon their own request due to ineffective treatment. There were no known device issues. The patient fully recovered.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).